Event description:
It was reported that on (B)(6) 2011 the patient obtained two occlusion and no prime alarms on the pump. The patient's morning blood glucose reading was 331 mg/dl and she experienced the symptoms of feeling tired and thirsty. The patient corrected her blood glucose level using insulin via a syringe. Troubleshooting revealed no kinks or bends in the cannula, no issues with the infusion site. The customer support representative discussed with the patient using sites with scar tissue or hardness under the skin, which can lead to occlusion errors. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique may have been incorrect in that she may have used an infusion site with scar tissue. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: product analysis could not be duplicated the prime issue (prime alarms). However, unrelated to the primary issue, there was a bad force sensor which above the acceptable range. The display screen is discolored with a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration.